Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse was able to pull the patient information center (pic) logs from the event and could confirm that the alarm was present and sounding at the pic. The rse was unable to get additional logs to determine if the bed to bed overview was working. There is insufficient information to rule out a product malfunction. The bed to bed overview was tested after the event and everything was confirmed to be working correctly. The rse provided the available information to the customer.

Event description:
The customer reported that an asystole alarm was not transmitted within their bed to bed overview system. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center (pic ix) were occurring. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.